Event description:
A malfunction was reported with the pump, identified by the code malf 9. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided assistance with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.